Manufacturer narrative:
Concomitant medical products: product ID 3057-1sc, lot# n547237, implanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
It was reported that the patient had an allergic reaction. This occurred during a procedure. During the trial procedure the doctor numbed the left access point from skin to the periosteum using lidocaine 2%. During this time the patient stated she was feeling a little light headed. The procedure continued and the doctor tested both electrodes. The patient felt stimulation in the bicycle seat area therefore leads were secured and taped down. Following this, the patient may have been having an allergic reaction to the lidocaine and an ambulance was called and took the patient to the hospital. The patient¿s husband called from ER to ask a question about the test and reported that they thought it was a reaction to the lidocaine. The patient was given benadryl in the ER. The device remained implanted and in service at the time of this report.